Event description:
Active, plays tennis. Allegedly revised due to superficial infection.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in package insert. Product not returned for evaluation. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00160.